Event description:
It was reported that a spectrum pump turned off without user input during an infusion and then the pump beeped improper shutdown. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptoms of "while pt receiving infusion, pump reset and then malfunction. Pump beeping improper shutdown" could not be reproduced. Review of the history log shows multiple "improper shutdown" messages following the disconnection of ac power. The improper shutdown messages occurred while the unit on dc power that was not received with the unit at evaluation suggesting the wireless battery module was causing the reported symptom. The unit was tested while on ac with battery installed for 17+ hours and on battery power only for 4+ hours with no "improper shutdown" occurring during both tests. No chaffing was found on the back flex. Evaluation could not identify any loose connections that would interrupt power.